Event description:
Related manufacturer report number: 2017865-2022-10967. It was reported that the patient was admitted to the hospital following a syncopal episode. Upon interrogation, an episode of simultaneous loss of capture was observed on the right ventricular (rv) and left ventricular (lv) leads. The leads were tested and no abnormalities were observed. Abbott technical support suspected the event was related to the patient's condition and did not allege a malfunction against the leads. Additionally, the physician did not allege a malfunction against the leads. The device was reprogrammed and the patient was in stable condition.